Manufacturer narrative:
Correction: d6a and d6b should be blank - lead not implanted during procedure. The reported event for the inability for guidewire insertion was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. The guidewire/stylet was obstructed by blood. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause for the reported event was due to blood obstructing the guidewire/stylet.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine implant of the left ventricular lead. During the procedure it was noted that the guidewire could not be inserted into the left ventricular lead. Many attempts were made to insert the guidewire, however, the physician subsequently completed the procedure with a replacement lead. The patient was in stable condition.